Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) USA, alleging a battery indicator issue with the onetouch ultralink meter . The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting.